Manufacturer narrative:
Investigation summary: in response to the reported event, a device history review was conducted for lot number 0019791. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a bug was found on the intima-ii 20gax1.16in prn slm npvc needle inside the sealed packaging. The following information was provided by the initial reporter, translated from chinese to english: "after opening the outer packing of the sealed indwered needle at 16:30, a light yellow bug is found in the sealed indwered needle with a single seal, report to the material specialist and the head nurse immediately, contact relevant personnel of the equipment department, and immediately replace the indwered needle with other batch numbers."